Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the console indicator was displaying an e6 error code was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the console indicator was displaying an e2 (indicates lock is engaged) error code, the device would run in the locked position, and unintended activation/motion. It was further determined that the device failed safety assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the console indicator of the motor device was displaying an e6 (overheat warning) error code. This event did not occur during surgery. It was reported that there was no delay to a planned procedure. It was reported that there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.